Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (5 mg/ml at .3637mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they used their ptm (personal therapy manager) it froze/lagged at 90% for a few minutes and then delivered the bolus. Per the patient, it had been an issue since implant. The patient was able to deliver the bolus but was unhappy with the continuous issue. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. In the office, it was confirmed that the patient was properly delivering the bolus. The patient was given the number for patient services to further investigate the issue. The patient called patient services on (B)(6) 2025, reporting that they were having issues with their handset. The patient stated that when the handset was retrieving the pump settings it would hit 90% but then take about 2 minutes before it went to 100% to give them the bolus. The agent reviewed 90% lag information and walked the patient through clearing the data on the handset after which the patient was able to connect and request a bolus. The troubleshooting steps that were taken on the call resolved the issue.